Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to complete functional testing due to prime anomaly. The insulin pump was also received with intermittent button response noted during testing due to corroded keypad traces. No ramping display noted during our testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insult pump passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked case on the display window corners, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that he was treated by emergency medical services for hypoglycemia. The customer also reported that the insulin pump buttons had stopped responding correctly about six days prior, and that the screen options would scroll around without input. The blood glucose reading at the time of the hypoglycemic event was 26 mg/dl. The customer was treated but not taken to the hospital. The customer was wearing the insulin pump at the time of the event. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.